Event description:
It was reported that the patient presented in-patient with no procedure. It was noted that the right ventricular lead failed to capture and there was r wave amplitude variation. The lead was explanted and replaced. Patient status was not reported.